Manufacturer narrative:
The returned implants were evaluated. The liners were assembly tested to the shell in all combinations of shell/liner/ring. In each case the liners seated correctly in the shell. The scoring lines on one of the liners would suggest that either the ring was incorrectly seated in the shell or the liner itself was mal-aligned. Markings on the other liner are consistent with those commonly seen on liners when the locking ring has not been correctly aligned in the viewing window of the shell. Also both of the rings appeared to be distorted, this could suggest they were subject to high stress during impaction of an mal-aligned liner. The markings and condition of the returned components suggest that the liner may have been mal-aligned during attempted assembly in-vivo. This could be further supported by the fact that both liners could be assembled with both rings when returned. However without witnessing the event it is not possible to 100% confirm this to be the cause of this incident

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Event description:
It was reported that during a total hip replacement on (B)(6) 2013, the surgeon could not be fixed in the shell and remained loose. Another ringloc liner was used with the same result. A competitor's product was used to complete the procedure. A delay over 30 minutes occured. No further information has been received.